Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, upon inserting the trocar into the abdominal cavity, the balloon was damaged and would not inflate. There was no patient injury.